Manufacturer narrative:
(B)(4). Concomitant medical products: item #321-03-936 trinity liner lot #372764 (competitor product). Item #321-03-352 trinity shell lot #386340 (competitor product). Item #5460-16-000 cement restricor lot #hx9693. Item #00811400200 femoral stem lot #63989423. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00400.

Event description:
It was reported that a patient underwent total hip arthroplasty and is now experiencing possible metal allergies. Additional information was requested however none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Zimmer biomet's femoral head and stem were using in conjunction with a competitor's cup and liner. Zimmer biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at : https://www.zimmerbiomet.com/medical professionals/support/product-compatibility.html. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.